Event description:
It was reported that during a surgery, the clamping jaws of the device failed to open after becoming contaminated. The surgery was finished successfully with the same device, but the device had to be repeatedly rinsed with saline solution. This caused a procedural delay of 5 to 10 minutes. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information